Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that the video connector had cracks. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that a partial contact failure with the processor occurred due to the cracked video connector. Therefore the subject device stopped displaying images when the cable was moved. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated. It was also found that no image was displayed after plugging in, and afterwards it showed dots and lines. The fault was intermittent and image worked normally when cable was manipulated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the screen was black and no image was displayed. There was no report of patient injury associated with the event. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that no image was displayed after plugging in, and afterwards it showed dots and lines. The fault was intermittent and image worked normally when cable was manipulated.